Event description:
This case was reported by a consumer and described the occurrence of neuropathy in a (B)(6) patient who received super poligrip original denture adhesive cream (formulation (B)(4)) cream for denture adhesion. A physician or other health care professional has not verified this report. On an unknown date, the patient started super poligrip cream (dental). At an unknown time after starting super poligrip, the patient experienced neuropathy and restless legs syndrome. This case was assessed as medically serious by gsk. Treatment with super poligrip was continued. At the time of reporting, the events were unresolved. The patient wanted information on the lawsuit for super poligrip. Super poligrip is manufactured in (B)(4). While the lot number for this product is available, it is unknown whether the product will be returned for quality assurance testing. (B)(4).